Event description:
It was reported that the patient faced an infusion set kinked cannula event on 14-may-2026 which led to hyperglycemia. Blood glucose level was 474 mg/dl at the time of the event and patient took correction injection via multiple daily injection (mdi) to resolve the issue. The insertion site was the upper buttocks.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.